Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 60 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged packaging as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use the packaging was damaged thus affecting sterility with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: when preparing using the abg, it found that the package was damaged and has air leakage phenomenon.